Event description:
Its was reported that during a procedure, when positioning the corporectomy cage, the tip of the shaft broke, but the cage was positioned. No impact for the patient and no delay.

Manufacturer narrative:
Method: no relevant issues were identified in the manufacturing records. Visual inspection on returned device was performed.results: visual inspection concluded: the shaft of the draw rod is fractured off of the knob. No other anomalies were identified.conclusion: based on materials analysis and the age of this device the plausible root cause of the reported event is fatigue resulting from a user applied cantilever load . The user should assemble the expander perpendicular to the implant to prevent cantilever overload on the instrument.

Event description:
Its was reported that during a procedure, when positioning the corporectomy cage, the tip of the shaft broke, but the cage was positioned. No impact for the patient and no delay.